Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 53.5mm abdominal aortic aneurysm on an unknown date. It was reported follow-up CT identified a type iiia endloeak with a complete disconnection between the aortic cuff (ettf3232c70ej) implanted directly below the renal artery and etew2828c82ej implanted peripherally (directly above the terminal aorta) stacked and straight. On (B)(6) 2022 intervention was completed. The physician intended to implant an additional etew2828c82ej graft, however due to missing components the device could not be prepared. The physician then implanted a 30mmx58mm non-mdt aortic cuff in the detached junction region. A non-mdt main body was implanted inside from just below the renal artery, and a non-mdt limb was added to the opposite side to finish the case and the type iiia endoleak resolved. As per the physician the cause of the type iiia endoleak was likely due to insufficient junction as it appeared the junction between the proximal and peripheral devices was only 20mm. No additional clinical sequelae was provided and the patients status is unknown.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: etew2828c82ej s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported type iiia separation endoleak was confirmed on the films returned, however the cause of the event could not be fully determined. The pre-implant anatomy is unknown. Procedural angiograms showing amount of stent overlap and order of deployment and was not provided. Although the amount of initial component overlap is unknown, it is possible that the cause of the observed endoleak is related to insufficient component overlap. The junctional separation occurred within the aaa sac; therefore, lack of vessel support may have also been a factor. B5; additional information received: it was clarified during the intervention that there were no missing components for the endurant graft etew2828c82ej. It was reported that there was no further stock of etew2828c82ej and so the non mdt graft was implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.